Event description:
It was reported that the patient experienced a shocking or jolting sensation that occurs mainly while sitting and following a position change. The patient was at home at the time of the report, and the patient status was reported as good. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.